Event description:
It was reported that prior to starting a da vinci si procedure a broken cable on the permanent cautery hook instrument was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a broken cable. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. Electrical continuity test passed. An additional finding was one of the conductor caps on one side was missing. The missing part measured roughly about 0.222 x 0.237. Also both bosses were broken off. This was the part that held the yaw pulley in place. Engineering concluded that damage was most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.